Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the magnets of the shoulder bag were no longer working after six months of use. The bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation was considered; a possible root cause can be attributed to a misalignment of the magnetic latch by the patient. If information is provided in the future, a supplemental report will be issued.